Event description:
Reportedly, an important number of remote transmissions are in progress since 3 july 2023. On (B)(6) 2023, all pending transmissions were checked and half of delayed transmissions were actually performed, and still appeared as delayed. Preliminary analysis revealed an incorrect procedure deployed in the last release.

Manufacturer narrative:
Preliminary analysis revealed an incorrect procedure deployed in the last release.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as several transmissions remained in progress on 3 july 2023 and then appeared as delayed, even though they were performed. - the observed issue resulted from a software error during the deployment of the version 3.13 of the remote monitoring system, which led to unexpected remote transmissions being sent. This issue resulted in an incorrect status displayed for several transmissions, thus explaining the observed behavior. - it should be noted that a software correction was deployed on 18 july 2023, and all transmissions were correctly processed.

Event description:
Reportedly, an important number of remote transmissions are in progress since 3 july 2023. On 18 july 2023, all pending transmissions were checked and half of delayed transmissions were actually performed, and still appeared as delayed.